Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the u612 inverting charge pump on the computer/analog pca was found to be damaged and have no output. The root cause for the damaged connector was excessive force. The root cause for the defective u612 component could not be positively identified.  Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor case was damaged.